Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to duplicate the reported problem. A review of the event history log was able to verify the problem. It was determined that the camshaft was the root cause and was replaced. Preventative maintenance was performed. The device then passed all functional test.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit was not building up downstream pressure. The event occurred during testing and there was no patient involvement.